Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rhino laryngo fiberscope had a broken distal end sheath. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the results of the investigation, olympus presumed that defects were caused by wrong user handling. Olympus will continue to monitor field performance for this device.